Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited loss of capture. The lead was repositioned but then exhibited decreased sensing, failure to capture and dislodgement. The lead was explanted and replaced.